Event description:
The patient was implanted with their device on (B)(6) 2025. On july 10, 2025, the commercial team member was notified the patient had injured their leg, striking the area around the implant pocket which caused drainage. The patient attempted to manage the wound at home. The patient was seen in the implanting clinician's office where it was noted there was no purulent discharge and the neurostimulator was not visible. The patient was advised to go to the emergency department for antibiotics and wound cultures. On (B)(6) 2025, the patient went to the emergency where they received IV antibiotics, a CT scan for their lower extremity, and lab work. The labs were normal with no signs of infection. The patient was discharged on oral antibiotics and advised to follow-up with the emergency department. Additional information was provided on july 15, 2025. The implanting clinician ordered wound care services. The nurse cleaned the wound, applied medical honey, and stated the wound appeared to be in good condition. No further information is available at this time.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, implanting the device too close to the targeted nerve, inadvertently puncturing bone or tissue, and migration have been ruled out. However, severe force applied to the implant was identified as the patient injured their leg by striking the implant pocket. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to severe force applied to implant (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.